Manufacturer narrative:
The insulin pump was received with intermittent buttons, due to corroded keypad traces. There was no anomaly involving the display ramping on its own that was noted. The insulin pump was received with a cracked case at display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that a button on the customer's insulin pump was stuck. The customer's blood glucose was 120 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.